Event description:
It was reported that the customer has been having mico-strokes over the past two months. The customer was unable to give the dates of the events. The customer's blood glucose level was unknown. The doctor believes that the customer needs additional training on the insulin pump. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).